Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR.: the device was returned for analysis. An examination of the returned device identified that the stent was crimped on the balloon. An examination of the stent found that the stent was pulled approximately 2mm distally on the balloon. The distal edge of the stent was positioned over the distal markerband. Two of the distal struts were lifted and bent back distally. This type of damage is consistent with the stent getting caught during withdrawal. No kinks were noted along the shaft. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no resistance noted. The inflation atmospheres were verified on the inflation device before and after use with a calibrated pressure gauge. The stent expanded on the balloon. The deployed stent was examined and part from the distal edge struts which had been lifted on the balloon, there was no other damage present along the stent. A vacuum was pulled and the balloon deflated fully with no resistance noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-jul-2019. It was reported that stent deployment failure occurred. The target lesion was located in the iliac artery. A 8.0x60x135cm express ld iliac stent was advanced for treatment. However, it was noted that the device failed to deploy. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed that the stent moved on the balloon and stent damage.